Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 580 mg/dl. Symptoms reported include polydipsia, dizziness, nausea and fatigue. The patient was treated with insulin injection. The patient was released after 4 hours. It was reported that the patient's pdm (personal diabetes manager) screen was frozen; therefore, they were unable to administer bolus insulin with the omnipod dash system. Attempts to reboot the pdm were unsuccessful. Patient reported speaking to hcp (health care provider) prior to ER visit and provided with an alternate form of insulin delivery until new pdm arrives.